Event description:
On (B)(6) 2014 - patient's ppd was received. It is indicated the patient was revised to address an infection and dislocation. The date of the patient's revision is unknown at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Provided operative notes do not identify a root cause for the reported dislocation or infection. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.